Event description:
The part had 2 leads (from the same lot) implanted as part of his scs system. It was reported, the patient was experiencing ineffective stimulation as well as stimulation in the wrong location. The patient's lead was subsequently explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.